Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The transmission showed that the pacemaker reached the elective replacement indicator. It was believed that the device battery prematurely depleted. It was also noted that the atrial lead was over-sensing noise. No resolution was reported, and the patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
New information received on may 20, 2019, indicates that the device was explanted. The patient was stable before, during, and after.